Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose level was 432 mg/dl at the time of the incident. The customer states around 9:00 am she started feeling like crap so she knew her blood glucose was high. The customer reported the insulin pump randomly shutting off through multiple battery changes. The customer did troubleshoot the issue previously and was sent a battery cap and belt clip. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a severely cracked and bleeding lcd glass. We were unable to verify blank display due to lcd damage. Unable to perform operating currents, self- test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. In addition, we were unable to verify low battery alert, battery out limit test and unable to verify blank display due to lcd damage. The insulin pump was received with minor scratched lcd window, cracked case, cracked case at the display window corners, cracked lcd window, cracked battery tube threads, stained end cap sticker and cracked reservoir tube lip.